Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right atrial lead dislodged. A procedure was performed and during the procedure and the lead was attempted to be repositioned however, the threshold parameters were unable to be captured. The lead was explanted out of patient and the screw was attempted to extract on a sterile table. The foreign contaminated white plastic particulate substance came out of the middle part of the screw which made the lead no longer be able to implant in patient. The lead was alleged for mechanical problem, difficulty to set up/ prepare and contamination problem. A new lead was used to implant in patient to continue this procedure and no issue was identified. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and ¿foreign contamination white plastic particulate substance came out of the middle part of the screw¿. As received, a complete lead was returned in one piece with the helix fully extended. The measured full helix extension length was within specification. The reported event of ¿foreign contamination white plastic particulate substance came out of the middle part of the screw¿ was confirmed. Visual inspection of the lead found the steroid plug to be out of position at the helix assembly. The reported event of failure to capture was not confirmed. Electrical testing and x-ray did not find any indication of conductor fractures or internal shorts.